Event description:
A malfunction alarm was reported on the customer's pump, leading to a blood glucose level that exceeded 500 mg/dl, with the displayed value as "high." The customer did not take any corrective actions before contacting technical support, who arranged to replace the malfunctioning pump. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support confirmed that a replacement pump with updated software would be sent, along with instructions for storage mode and returning the defective pump. The customer acknowledged the instructions and understood the steps needed upon receiving the replacement pump.